Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2017 with the following findings:.the display lens is detached; moisture corrosion is observed on the display screen inside the pump . Leak test failed due a display lens leak.-pump powers up with a fully illuminated and functional display screen, pump¿s cover was removed, further moisture ingress was found to the power pcb and cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a display (damaged w/ moisture) issue. It was reported that the display was cracked and there was moisture behind the display and the display was detached from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.